Event description:
The surgeon performed a right si joint fusion utilizing three ifuse implants on (B)(6) 2012. The pt did very well for the first three weeks after the surgery. At three weeks post-op, the pt twisted her low back and pelvis greeting her walker out of the trunk of her car. The pt had recurrent pain that was described as "the same" as her preoperative pain. A CT scan showed that the third (distal) implant may have backed out slightly. There was no post-operative CT scan with which to compare. The distal implant was "barely" across the joint and was possibly shorter than would be ideal. On (B)(6) 2012, the surgeon performed a revision surgery to remove the distal implant. The implant came out easily. There was no bone on the implant. After removal of the implant, the surgeon placed a 12 x 45mm globus screw in the same location. The pt did well for 6 weeks after this procedure. The pt was then hospitalized for treatment of c. Difficile enterocolitis (a bacterium that causes diarrhea to life threatening inflammation of the colon). During the hospitalization, the pt was twisted by the physical therapist during a therapy session. The pt had repeat onset of "the same pain" as before. The pt was seen in clinic on (B)(6) 2012 and an x-ray was obtained that showed lucencies around the first two ifuse implants. The pt was still having the same pain, no better no worse. No other intervention was performed as of the end of (B)(6) 2012. The si-bone vp of medical affairs reviewed the x-rays of the pelvis from (B)(6) 2012 that showed some halo around the tips of the proximal two implants. Per the vp of medical affairs "my review of this case identifies the risk factor of osteopenia/osteoporosis." The pt is an (B)(6) female and her bone was described as "soft" by the surgeon.

Manufacturer narrative:
Based upon the complaint infusion and investigation, as well as review of the surgeon training manual and fema, the most probable root cause is one implant backing out as a result of the pt twisting her low back and pelvis and one implant was malpositioned.